Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the due to complexities from medical management the patient experienced postoperative bleeding associated with their left ventricular assist device (lvad) surgery. On (B)(6) 2021, the patient had bleeding at their ovaries.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had massive bleeding in their ovary. The patient was readmitted due to bleeding from (B)(6) 2021 until (B)(6) 2021. On (B)(6) 2021 blood was transfused with 4-8 units of concentrated red blood cell solutions. The patient received no drug treatment. Anticoagulant treatment at the time of event was warfarin and aspirin. Laboratory test values were international normalized ratio of 2.5, activated partial thromboplastin time of 53 seconds, platelet count was 168,000 / l. The patient was given oral dinagest which was used to treat endometriosis. The cause of the bleeding was due to a history of lesions or illness at the site of bleeding, which promoted the onset of bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio is included in this document. No further information was provided. The manufacturer is closing the file on this event.